Event description:
During a routine device changeout, it was reported that the right ventricular (rv) lead thresholds were "slightly elevated." The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD implanted: (B)(6) 2010. (B)(4).